Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient present in clinic during a follow-up with back up vvi on their implantable cardioverter defibrillator. A device download was performed successfully. No symptoms were reported, and no further information is available.

Manufacturer narrative:
Additional information in this supplemental report was added.